Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that physical stress, chemical stress, and storage environment could have contributed to the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a hole in the distal tip and peeling on the insertion tube. Inspection and testing of the returned device found the insertion tube coating peeled off in a section greater than or equal to 1x1 mm2. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section rubber was cut, the bending section rubber glue was cracked, the bending section continuity test failed, the insertion tube was peeling from the bending section glue to the 4th white ring, the insertion tube insulation was low, and the scope connector orientation was out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.